Event description:
It was reported that a thrombosis occurred. The patient presented with resting chest pain radiating to the arms, elevated troponin and was diagnosed with infarction without st elevation. Following coronary angiography, the physician proceeded to treat the circumflex and obtuse marginal arteries. The obtuse marginal was predilated using a 2.0x20mm maverick balloon. Promus element plus stents sizes 2.25x32mm and 2.5x12mm were implanted in the obtuse marginal with excellent angiographic result. Then the circumflex artery was treated using a 3.0x12mm promus element plus stent with excellent angiographic result. There was 0% residual stenosis without dissection and coronary timi flow iii. The procedure was completed. Post-procedure the patient was administered coplidogrel and asa. Two days later the patient presented with thrombosis of the circumflex. The thrombosis was treated with tirofiban infusion, ticagrelor and balloon angioplasty. The treatment showed an excellent angiopgraphic outcome and the patient is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).